Event description:
The pt reported being injected by a nurse practitioner (np) in the (B)(6) home. She was injected with one radiesse syringe into bridge of her nose. She developed staph and aspergillus fungus infection at the injection site. The initial symptoms were swelling and pain at the injection site, followed by skin breakdown and mucus leaking out of the wound. She consulted a doctor, name and contact info was not provided, and was hospitalized for five days, name and location of the hospital were not provided. While at the hospital, she was treated with intravenous antibiotic, name, dose, frequency and duration were not provided. She was also given oral steroids; name, dose, frequency and duration were not provided. The pt wanted to know if the np received the needles from merz. The pt alleged that a contaminated needle was used. The pt was informed that radiesse kit is packed with needles that the injector can use but does not have to. No permission was given by the pt for merz to contact the injecting np. During further conversation, the pt alleged that the radiesse product was contaminated with aspergillus fungus.

Manufacturer narrative:
Pt stated her swelling resolved but she has pain at injection site and headaches, and has continuous doctor's appointments. She is scheduled for MRI of her head to see if the aspergillus fungus affected her head. She also reported having a scar at the injection site. The infection has not been medically confirmed. A review of the device history records was not completed as the radiesse lot number was unknown.